Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: an expired kit in the hospital appears to have been used during a kyphoplasty procedure. It is unknown when this case occurred. There have been no issues reported. No additional information was reported.